Manufacturer narrative:
D4: unique identifier (UDI) for cx 24: (B)(4).

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) migrated. The reservoir was relocated. There is no additional information reported.